Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2012, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. There was also a right internal iliac artery aneurysm, and it was planned to repair this aneurysm in the next procedure. The left internal iliac artery was coil embolized before the procedure and intentionally covered by the endoprosthesis. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent planned endovascular repair of the right internal iliac artery aneurysm. An endoprosthesis was additionally implanted distal to the previously implanted endoprosthesis to cover the right internal iliac artery. The patient tolerated the procedure. On an unknown date, a type ii endoleak originating from the lumbar artery was revealed. The endoleak persisted, and the abdominal aortic aneurysm was enlarged (amount unknown). On (B)(6) 2016, a re-intervention was performed to repair the endoleak. The aneurysm was incised. The lumbar and its collateral arteries were ligated, and hemostasis was performed by an electronic knife.